Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01420. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 55 days. Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted system controller and lvad event and periodic log files cumulatively contained data from (B)(6) 2018 and showed some low flow alarms from (B)(6) 2018; however, the low flow condition correlated with the patient¿s stored patient speed being set low at 4400-4800 rpm and resolved when the stored patient speed was increased. The log file data contained no additional atypical alarms and appeared to show the pump operating as intended. The device remained in use at the time of the reported event and was later received on 04jun2018. No device-related issues were discovered during the evaluation of device. Visual inspection of the blood-contacting surfaces revealed no evidence of any adhered or developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any surface scratches or defects. Visual inspection of the pump cable and modular cable found them to be unremarkable. The modular cable passed electrical testing without issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. Stroke and neurologic dysfunction are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient remained intubated with extracorporeal membrane oxygenation (ECMO) (status post pulseless electrical activity (pea) arrest on (B)(6) 2018). The patient was alert, awake and can follow commands but intensive care unit (ICU) staff noted inability to move right upper extremity (rue). Heparin infusion was discontinued. CT scan revealed no hemorrhage, loss gray-white differentiation area. Hypoattenuation in bilateral occipital lopes, prerolandic cortex and cerebellum. There was evidence of edema with effacement sulci and mild mass effect. National institutes of health stroke scale (nihss) was 18. Per neurologist, presentation consistent with stroke likely due to a hemodynamic +/- embolic mechanism and posterior reversible encephalopathy syndrome (pres) less likely. It was reported that the patient¿s extracorporeal membrane oxygenation (ECMO) was explanted and was extubated on (B)(6) 2018. The patient remained on continuous renal replacement therapy (crrt). No vad issues were present. Technical service reviewed the log file submitted which contained low flow alarms between (B)(6) 2018 which was caused when the calculated average flow drops below 2.5 lpm. Repeat head CT on (B)(6) 2018 showed no hemorrhage with decreased local mass effect. No additional information was provided.